Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the patient's implantable cardiac monitor displayed an elective replacement indicator alert. The session records were evaluated and confirmed that the eri was falsely triggered by exposure to cold. The alert was cleared in clinic. The patient was stable.